Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of thermal damage exposed electrode instrument bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the fenestrated bipolar forceps was observed to have a black plastic branch chipped on the side. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was checked before use, there was no loss of cautery in connection with a broken/loose cable, no sign of thermal damage at the point of breakage of the conductor cable. The instrument most probably collided with the monopolar curved scissors during the procedure. The operation was performed with a replacement instrument. The patient was not injured due to the reported problem. The instrument was in use prior to the problem for around 30 to 60 minutes. The surgeon did not notice any problems with the functionality of the instrument during the surgical procedure. There was no fragment fall into the patient during a collision between the instrument tip and the accessory. The instrument was removed without any issues. The surgical/ operation team did not feel any resistance when removing the instrument through the cannula. There was no damage to the cannula after the incident. Also, the surgical team noticed that the branch was black, and the instrument's membrane was chipped. There was no fragment. There was no additional surgery required to remove the fragment and no x-rays or ultrasound scans performed after surgery to look for remaining fragments.